Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported dentist told that should not be using aligners for this period of time because it's not safe with the bone loss patient have.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.